Manufacturer narrative:
Corrected data - date of implant. Additional manufacturer narrative reported event: an event regarding subsidence involving a jts, distal femoral replacement was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for jts distal femoral replacement which was inserted on (B)(6) 2013. The surgeon reported maximum extension of the implant and tibial subsidence/partial growth arrest. The x-ray provided shows that the implant has been extended by 80mm, which nearly reaches its maximum capacity of 90mm. The deformity of the medial tibial plateau and closure of the epiphyseal growth plate are noticed. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been 1 other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was received for the patient's right jts femur. Noted on the form: "patient has reached skeletal maturity and needs a tibial revision. Plan to revise the tibial and exchange the femur for a permanent one. Tibial subsidence/partial growth arrest- may need medial augment on the tibia or metaphyseal cone." Update 23/september/2021 wg: additional information provided by sales rep: "...we are still 1cm short of terminal extension (8cm extension out of the max 9cm). The patient has reached skeletal maturity. There was a lengthening attempted on (B)(6) 2021 (pi (B)(4). It was ascertained that the patient was 2.1cm shorter in his affected limb. So, the decision was made to lengthen his device the additional 1cm and replace the distal component with the jts motor with a static distal component that would account for the full 9cm of extension being achieved. . He¿s suffered some physeal arrest in the affected tibia. (Tibial subsidence) is certainly a contributing factor (for limb length discrepancy [..]."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's right jts femur. Noted on the form: "patient has reached skeletal maturity and needs a tibial revision. Plan to revise the tibial and exchange the femur for a permanent one. Tibial subsidence/partial growth arrest- may need medial augment on the tibia or metaphyseal cone."